Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A new cartridge was successfully loaded to address the event and insulin delivery customer's blood glucose level was 116 mg/dl.